Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had rf pic failed selftest alarm. Customer's blood glucose value was unknown but normal and did not require medical treatment. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response at up arrow button due to unlocked connector on lcd board. No button error alarm during testing. Unable to confirm motor arm failed self-test alarm and unable to perform any tests due to button unresponsive. Insulin pump received with cracked case near display window corners and cracked on display window noted.